Event description:
During an inferior alveolar (right mandibular block) injection in the pt's lower jaw behind the second molar, dr felt some push on the bone and while attempting to pull out the needle, it separated from the hub. Needle was surgically removed without complication.